Event description:
I contacted dexcom on or before may 2nd to file two reports of a malfunctioning cgm (continuous glucose monitor) transmitter and cgm sensor and request for replacement. The transmitter was giving spotty readings (ie. Less than 50% of readings would come through. This was not improved when the distance between transmitter and device was shortened). The cgm sensor was faulty due to inaccurately reading low when I inserted it, and needed to remove it due to bad readings. I filled out all mandatory fields on the webform for replacements. I also followed up with a photo of my bg readings to support this. I followed up with dexcom may 4th, june 1st, and june 12th to ask when the replacements would be sent, but received no action to replace it. My follow-up emails were ignored several times and staff asked me over 25 additional follow up questions which were not required in my initial complaint and cannot be answered as it is now several months since my report of the initial malfunction. In the meantime my blood sugars have suffered due to two months of malfunctioning medical equipment (transmitter) where I cannot get the readings as intended. I also need the sensor to be replaced, as the loss of one sensor equals ten days where my condition cannot be monitored and my life will be put in danger. I am type 1 diabetic, and my care, as prescribed by my endocrinologist, requires me to use cgm (continuous glucose monitoring system) to monitor and control my blood sugar levels 24/7 at all times. I purchase dexcom cgm products through my health insurance and am supplied transmitters and sensors to connect to my diabetic equipment, three months at a time. Without working equipment my blood sugars cannot be controlled or maintained, which is severely dangerous to my health. Dexcom technical support service is responsible to give replacements for their malfunctioning products in a timely manner, as time without working equipment directly impacts their customers health. Reference report mw5146824.